Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. Reportedly, the customer did not have the transmitter and the pump within range of each other. The customers blood glucose level was reported as "low"; although specific value was not provided. Customer addressed bg by consuming carbohydrates. Reportedly, the pump and the transmitter regained connection after repositioning the transmitter and pump.